Event description:
It was stated that the customer was hospitalized due to a heart attack, which the medical doctor felt was caused by high blood glucose. The blood glucose reading was 816 mg/dl when the customer was admitted. The customer's husband was contacted and he stated that, the customer began to experience high blood glucose levels three days prior to the event. The customer changed the infusion set but the high blood glucose continued. It was also stated that insulin was not coming out when the infusion set was changed. Also prior to the hospitalization, the customer complained of head and body aches. The customer also had slurred speech and was difficult to understand. The insulin pump was not available during the phone call for troubleshooting.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.